Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements of greater than 3000 ohms. All lead parameters have been stable since the last follow-up. No episode of oversensing recorded in the arrhythmia logbook. Small artifacts on the rv electrogram (egm) could be seen when touching near the can, but no oversensing marked. The patient is elderly and was evaluated in the past for a lead revision, but subclavian access is closed. The physician prefers to be conservative and will continue with close monitoring via the latitude remote patient monitoring system. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.